Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received indicating blood loss. The report stated "noted blood was backing up the fem venous line (white port) lines checked unable to notice anything wrong. Monitored, blood noted in bed and sheets were wet with fluids as well-crack was noted at the extension tubing. Immediately stopped the infusions and changed the tubing then restarted fluids right away (pge and d10 water). Assess pt, no changes in the vital signs, no changes in the loc. Remained active and vigorously crying once in a while. Md informed and examined the baby. The charge nurse informed as well. Monitored closely. Bs 116mg/dl right before this incident." Upon further query the following info was provided: the customer contact reported that there was a crack in the female adapter, which was connected to an unspecified primary tubing set. The male end was connected to the left femoral intravenous "heparin lock." At 5:45am, the nurse noted that blood backed-up into the tubing set. At 6:30am, fluid leakage and blood loss were noted. The amount of blood loss was unspecified. The tubing set was disconnected and replaced. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.